Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No number anomaly was noted on the display. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was also reported that the numbers on the insulin pump scroll up with out any input from the customer, while attempting to deliver a bolus. It was also reported that the buttons on the insulin pump are sticking.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.